Event description:
Co has received four to five complaints that the device does not work. Statistically one in 20 customers will call the better business bureau concerning the product. It is cylindrical device with a plunger. Pts press the plunger and an electric charge (20,000 volts) is released. It is marketed on a 30 minute "infomerical."